Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump alarmed a battery out limit alarm after a battery change. Customer was trying to increase the amount of insulin delivered and the button got stuck and the insulin pump alarmed a battery out limit alarm. Customer reported the numbers continued to scroll during a time change. Customer's blood glucose was 264 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.